Event description:
Pedicle screw, spinal fixation system. Rptr has pain and suffering of low back, left leg, "bowel movements," and sex problems. Steel brace not much help. Also pain in buttock and legs, numbness and tingling in back and legs. The pain is very severe most of the time. Its been this way since 6/4/82, the first surgery, he has had three more.